Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. Of note, the patient had significant underlying comorbidities which included hypertension, congestive heart failure and diminished left ventricular function, chronic kidney disease stage iii, cardiomyopathy. The cause of the event cannot be conclusively determined; however, this patient¿s underlying disease conditions likely played a role in the long-term development of stenosis and regurgitation of this pericardial valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 23mm bioprosthetic aortic valve implanted 14 years, three months, was explanted due to severe aortic valve stenosis and regurgitation secondary to degeneration. The explanted device was replaced with a 21mm aortic valve. It was learned patient also underwent mitral valve repair with a 26mm mitral ring, tricuspid valve repair with a 32mm tricuspid ring, and ascending aortic aneurysm repair during the procedure. Post cardiopulmonary bypass tee showed no bioprosthetic perivalvular leaks on all three valves. The patient tolerated the procedure well and was transferred to the intensive care unit in good condition. Patient was discharged on post operative day 24.